Manufacturer narrative:
The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of two (2) large volume infusors ruptured during filling at the hospital. The devices were manually filled with unspecified medication using a syringe. There was no patient involvement. No additional information is available.